Event description:
The facility rep reported a pump with an unknown channel c failure. It is unknown when this event occurred. There was no report of pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
Eval summary: the reported condition of a pump with an unknown channel c failure was confirmed during product eval. This condition was caused by an inoperative select button on the channel c pump head module keypad. The channel c pump head module keypad was therefore replaced. This issue is currently being investigated.